Event description:
It was reported that the right ventricle lead had undergone a polarity switch from bipolar to unipolar configuration; the polarity was left in unipolar. The lead also exhibited fluctuating impedances. On (B)(6) 2014 and upon device interrogation, it was noted that the lead exhibited multiple high ventricular rates due to noise. A lead fracture was suspected. The lead was capped and replaced on (B)(6) 2014.